Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a code corruption, consistent with hybrid anomaly. A longevity calculations were performed and found the battery depletion was normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, the device was found to be in backup vvi upon interrogation. It was noted that getting the device out of backup vvi would not be successful because the battery was likely near end of service. The device was successfully explanted and replaced. The patient was stable throughout.